Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The lens was returned dry. (B)(4).

Event description:
An aq2010v silicone three pieces lens, +22.0 diopter, was returned to the manufacturer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.